Event description:
It was reported that a user attempting to pair a dexcom g7 sensor to the ilet experienced persistent pairing failure after previously having the g7 connected to a tandem pump and the tandem mobile app active; the user disabled the tandem system and app, toggled the cgm setting from g6 to g7, and reattempted pairing per guidance that pairing could take up to 30 minutes. Symptoms included no adverse clinical effects. Outcomes included no change in health status and no medical intervention. Investigation included technical troubleshooting and user education on proper device pairing workflow and app conflicts. Investigation of this case revealed that concurrent connection with another device and application likely interfered with cgm pairing, which was addressed by disabling the conflicting connections and reinitiating pairing. It was concluded that the event was related to user setup and connectivity workflow and not a device malfunction.